Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, there were episodes of high atrial rate detected due to noise on the right atrial (ra) lead. The noise was reproduced with lead provocative testing. A lead revision procedure was performed and there was insulation damage noted near the device. The lead was repaired using silicon and the patient was stable with no consequences.